Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose was 490mg/dl. The customer required assistance to treat a blood glucose (bg) level. Third party changed cartridge and gave correction bolus via pump. The customer continued to use the pump for insulin therapy.